Event description:
While the central station was in use monitoring pts along with a mixed system (some monitors and some telepacks at the bedsides), the central station had displayed a blue screen and crashed. No pt injury was reported.